Manufacturer narrative:
The customer's reported condition of damaged battery (low lithium battery) was confirmed. The battery history was reviewed and revealed the pump had one battery discharge below alarm threshold. Review of complaint history reveals similar reports have been received for this product for the reported issue. The issue of damaged battery is being addressed under CAPA, mdq-CAPA-132.

Event description:
The facility reported an infusion pump with a damaged battery (low lithium battery). Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information is known.